Event description:
Patient with lennox-gastaut syndrome was implanted with neurocybernetic prosthesis on march 3, 1998, with device activation occurring one week later. On 9/18/98, the pulse generator's duty cycle was increased. On 10/22/98, patient presented with constipation, protein loss in stool, pancreatitis, and bleeding from g-tube site (g-tube present due to pre-existing swallowing difficulties.) Patient was started on mylanta, and pulse generator settings were adjusted to increase output current and decrease duty cycle. Patient's gi symptoms subsequently abated. On 3/17/99, the pulse generator's duty cycle was again increased. On 4/9/99, patient presented with recurrence of gi symptoms. On 4/9/99, the duty cycle was decreased. By 4/15/99, there was a noticeable improvement in patient's gi symptoms.